Event description:
The pt experienced nausea, vomiting and a shocking/jolting sensation every 3-4 minutes after lifting a couch. The pt was admitted to the emergency room. The pt was released and was scheduled to have the device replaced as the battery had run out. Add'l info has been requested.

Manufacturer narrative:
(B) (4).